Manufacturer narrative:
Results: the velocity was fractured approximately 17.5 cm from the hub. The distal end of the velocity had bends. The strain relief was stretched on the proximal end of the device. Conclusions: evaluation of the returned velocity confirmed a fractured device. Damage such as this typically occurs if the velocity is retracted against resistance. Further evaluation revealed bends on the distal end of the device and stretching of the strain relief. These damages were likely incidental to the reported complaint. The ace68 and non-penumbra stent retriever were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician advanced the velocity and a non-penumbra stent retriever device through a penumbra system ace 68 reperfusion catheter (ace68) into the m1. While retracting the velocity to deploy the stent retriever device into the clot, no resistance was experienced; however, the velocity snapped in half. Therefore, the physician removed the velocity by retracting the stent retriever device and the ace68 together along with the thrombus. The procedure was completed at this point. There was no report of an adverse effect to the patient.